Event description:
It was reported that the customer received a motor error alarm and a battery out limit alarm. The insulin pump would not progress past the screen that it was on, the keys became unresponsive and the numbers began scrolling without input. The blood glucose reading was 18.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. No battery out limit alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.